Event description:
It was reported that during the implant procedure, the chronic right ventricular (rv) lead had sub-optimal sensing. Now, the lead was noted with oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2005 (B)(6). (B)(4).